Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va131fs, implanted: (B)(6) 2016, product type lead. (B)(4). Pertain to product ID 3889-28, lot# va131fs, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the healthcare provider (hcp) was doing a lead revision on the day of the report due to the patient¿s toes that won¿t uncurl or unflex. Since implant, the patient¿s toe curled, the patient had been reprogrammed 4 times, and the patient¿s 2nd and 3rd toes had been deformed since implant. Any communication with the patient programmer or clinician programmer caused the patient¿s foot to jerk. It was noted the patient had good therapy efficacy. The hcp was moving the implant to the right side (lead and ins). Impedance measurements were taken and the patient¿s impedances were 800-1123 ohms. It was noted this was a sudden onset of symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.